Event description:
Caller states the use by date on the aviva test strip vial label is 01/31/2010; manufacturer's batch record confirmed the actual use by date to be 08/31/2009. No adverse event reported. Requested return of product, replacement sent.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.